Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention, or it may require intervention. In this case, no intervention was performed. However, the patient remained on ECMO s/p cardiac arrest, with severe biventricular dysfunction and no coaptation of the aortic valve. The patient was reported to have expired on pod #8 due to pulseless electrical activity. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported to the patient registry that a patient 23mm 11500a pericardial aortic valve expired after an implant duration of eight (8) days. The indication for valve replacement was aortic stenosis, insufficiency, and gradient of 51mmhg of the native aortic valve. Postoperative transesophageal echo revealed moderately depressed right ventricular function which improved with institution of milrinone and epinephrine. The bioprosthetic valve was functioning well with no evidence of stenosis without residual ventricular septal defect. The patient was transferred to the cardiac ICU intubated in stable condition. Tee performed on pod#4 revealed that the aortic valve was thickened without aortic regurgitation. The aortic valve remained closed during titration of ECMO. On pod#1, the patient became hypotensive with high cvp. Due to concern for tamponade the chest was emergently opened. Upon opening, there was not a significant amount of blood causing tamponade. The heart was in stand still and internal cardiac massage was immediately initiated with peripheral ECMO support. Decision was then made to switch to central ECMO support at a rate of 3l/min. The heart stabilized and was decompressed. The heart regained spontaneous rhythm. The right ventricular function was still severely depressed with contractility of the left ventricle. Satisfactory hemostasis was reached. The patient was taken to the operating room for impella placement for futher decompression of the left ventricle. Despite ongoing va ECMO support she failed to regain cardiac function. The patient was made dnr and moved onto comfort care. Life sustaining was withdrawn and the patient expired.